Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: crease fold, wear abrasion, yellow particles inner the device and opening on radius. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.